Manufacturer narrative:
Argus case: (B)(4).

Event description:
I took a sip of water it was the cleanser I ended up drinking it. [Accidental device ingestion], just a little nauseous but not enough that I would lose it [nausea]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident 3 minute) unknown (batch number unk, expiry date unknown) for dental cleaning. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, the adverse event information was received via phone call on 18 december 2020. Consumer stated, "I have the polident 3 minute daily cleanser and used it for my partial last night. I got up to go to the bathroom and when I took a sip of water it was the cleanser I ended up drinking it. It wasn't alot of it but I am a little concerned." Follow up information was received via call center representative on 21 december 2020. Consumer reported that, "I am doing fine thank you, I appreciate you giving me the number to poison control . They said I would feel nauseous. Everything worked out good. Just a little nauseous but not enough that I would lose it. She said I was lucky. I can't do it now because I am out of state. I am visiting family for x mas. About 2 and half weeks to call back and I will give you the lot and expiry date. I am (B)(6) years old. If I remember I will mention in it to her my doctor. The minute it touched my tongue I realized what I did and immediately rinsed my mouth out. The lemon lozenge I took really helped. Outcome is resolved." On an unknown date, an unknown time after starting polident 3 minute, the patient experienced nausea. On an unknown date, the outcome of the recovered/resolved. The reporter considered the nausea to be related to polident 3 minute.